Event description:
There was an allegation of questionable calcium gen.2 and sodium electrode results for two patient samples tested on a cobas 6000 c501 module. Sample 1: the initial calcium result was 3.22mmol/l. The sample was repeated the next day and the result was 4.48mmol/l. Sample 2: the initial sodium result was 155 mmol/l. The sample was repeated the next day and the result was 195 mmol/l.

Manufacturer narrative:
The reagent lot numbers were requested but were not provided. The field service engineer (fse) cleaned the sipper nozzle, flushed the probe, and replaced a pressed tube of the cell rinse unit, which was found to be leaking. Qc was run with acceptable results. It was confirmed that the instrument has no issues and was in line with the second instrument's results. Further troubleshooting determined that the customer took out the samples from 2-8°c storage and tested them directly. The fse suspected that the samples were likely non-homogeneous.